Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the date of event (31-mar-2026) is considered to be the best estimate. This emdr represents the ventralight st w/ echo mesh (device 2). An additional supplemental emdr was submitted to represent the ventralight st w/ echo mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2021 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with implant of ventralight st w/ echo mesh (device 1 and device 2). Per operative notes, "a small skin incision was made in the left upper quadrant into the abdominal cavity. There were dense adhesions, which were taken down. There was gore-tex mesh placed in the mid abdomen in the region of the umbilicus. The mesh was wrinkled and hardened in nature. The above the mesh, there was a defect. The old unknown gore-tex mesh was dissected out. Two ventralight st w/ echo mesh (device 1 and 2) was placed together for better coverage and secured it with sutures." Attorney alleges that patient had hernia recurrence, infection, mesh migration, mesh shrinkage, abdominal pain.